Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Through implant patient registry, it was learned that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of 2 years due to unknown reason. The explanted valve was replaced with a 25mm 11060a konect resilia aortic valved conduit.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5. It was learned this event is a duplicate event. . Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of 2 years due to endocarditis and stenosis.